Event description:
Information received by medtronic indicated that the insulin pump had cracked battery compartment. No harm requiring medical intervention was reported. The customer was discontinue the use of device.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged damage to battery compartment and serial number label found on 09/23/2021. Pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked retainer, faded serial number label, cracked case (battery tube), cracked corner of belt clip rails, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked case (battery tube), cracked corner of belt clip rails, and faded serial number label was noted.